Event description:
It was reported that during implant, low sensing values were observed. After multiple attempts, the leads helix had become clogged with tissue. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.